Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular (lv) lead was dislodged into the right ventricle. The lv lead was explanted to resolve the event. The patient was stable and there were no adverse consequences.